Event description:
According to the patient's granddaughter, the poc shut down every 30-40 minutes and displayed an error message which stated that the fan was not working. They also claimed that the battery was fully charged but when they powered on the device, it still shut down by itself. The patient's granddaughter reported that the patient is not doing well and was harmed because they were unable to breath well and panicked while at the doctors office. The inogen team attempted to contact patient for further information three times with no response. Intervention is unknown.

Manufacturer narrative:
Once the device is received an investigation will be conducted and a follow up will be submitted if required.